Manufacturer narrative:
Philips service replaced the host pc monoplane revised ii without hdd and the hard disk spare part, restoring the system and returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the host pc failed, preventing system startup and application software from loading on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.